Event description:
It was reported that the user experienced repeated scan errors with a prior freestyle libre 3 plus sensor while using the ilet app and then switched to a new sensor; the new sensor successfully re-paired, indicating an intermittent communication issue potentially related to the antenna or electrical/magnetic interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with relevant device components involving electrical/magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.